Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the infusion set tubing. Customer's blood glucose level was 328 mg/dl. Reportedly, the infusion set supplies were changed to address the issue and insulin delivery was resumed.